Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use at the time of the reported event. The field service engineer (fse) inspected the system onsite and confirmed that the system was intermittently hanging. A review of the system log file confirmed the reported problem. Upon functional testing, the fse identified that the system was intermittently hanging. To resolve the issue, the fse rebooted the system, cleaned all connections in the m-cabinet and cleaned host pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was intermittently hanging/freeing. No harm has been reported to philips. Philips has started an investigation of this complaint.